Event description:
Ammended report: (03/04/99): nellcor puritan bennett 840 ventilator system was attached and in use on a ventilator dependent pt. In the course of delivering breaths, ventilator began to smoke. Upon detailed investigation it is not evident this event produced actual flames observed in conjunction with the smoke, contrary to previous reports of "flash". Immediate action on behalf of the medical staff prevented any injury to the patient in any manner with immediate removal and replacement of the device. Rep from puritan-bennett called at time of event and asked to come on site to review equipment. They identified failure and attributed it to an internal component identified as "graphics user interface".